Event description:
A healthcare professional reported that the spinal cord stimulation (scs) system had not been working for the patient. The patient had increased back pain when using the scs system. It was noted that the increased back pain was related to the previous scs system and the patient had revision surgery on (B)(6) 2016 due to the symptom. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.